Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that the imaging system would not power on completely. The imaging system computer would start up with multiple error messages. The application software was then reloaded onto the imaging system and the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not connect to the imaging system. The viewing station displayed that communication could not be established. Visual inspection of the interface (umbilical) cable noted no faults. There was no patient present when this issue was identified. No additional information was provided.